Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument stopped working and wires were sticking out. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified while dissecting tissue. The failure was not related to the movement of the instrument. There were no cables protruding at the distal end of the instrument. No fragments fell into the patient's anatomy. The instrument was inspected prior to the start of the procedure and no damage was observed.